Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during a procedure performed on an unknown date. During preparation, upon opening the sterile packaging, the guidewire was already protruding outside the catheter. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the wire anchor dislodged. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of wire/anchor dislodged or dislocated. Block h11: investigation results the returned jagtome rx 44 was analyzed; a visual inspection found that the working length was kinked at two sections, also, the wire anchor was blackened which indicated that the device was energized and also got dislodged or dislocated from distal pierce hole, the working length was torn. A spare lab 0.035in guidewire was used to perform a wire insertion test, it was able to advance through the length but a certain point it got stuck due to the kinks in the working and did not slip out of the rx channel. No other problems with the device were noted. With all the available information, the product analysis of the returned device revealed that the working length was torn at the pierce hole, this condition could have been caused by submitting the cutting wire to tension during the handle actuation, in addition with the possibility of the device being energized during the handle actuation, the analyzed problem could happen. Also, bowing the device without being completely out of the scope can lead to tear it and displacing or dislodge the cutting wire anchor from its position. In important to highlight that the wire anchor was blackened which indicated that the device was energized and used. Also, it was found that the working length was kinked at two sections, this problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Also, during wire insertion test, the guidewire was able to advance through the length but a certain point it got stuck due to the kinks in the working length. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of wire/anchor dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.